Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the reason for return as "burning during use". There were no injuries reported as a result of this event.

Manufacturer narrative:
The evaluation confirmed the reported issue and found that after 1 minute at 80k speed the visao was 127 degrees fahrenheit, 86 degrees fahrenheit, and 82 degrees fahrenheit at the nose, middle, and rear, respectively. The nose bearings were "broken" due to corrosion, the handpiece failed the electrical safety test, and the collet was worn. If information is provided in the future, a supplemental report will be issued.